Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse connected a secondary IV tubing set to the primary tubing set to infuse a piggyback medication. The rn noticed that the primary IV bag was "bubbling" and the drip chamber was filling up. The rn checked the set up and found it to be accurate and then attempted a different lvp, only to continue to observe the secondary infusion back flowing into the primary infusion bag. The rn then replaced the tubing and the infusion completed as expected. The customer further reports that this caused a delay in the patient receiving the piggyback IV medication and was a waste of a low supply of IV fluids. There was no report of patient harm.